Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00995, -00996, -00997.

Event description:
Allegedly, patient was revised due to mom complications: leg length discrepancy; pain; elevated cobalt and chromium metal ion levels and clinical evidence of implant failure; no bony ingrowth around rim of the acetabular cup - left.

Manufacturer narrative:
Complaint database was reviewed and anaylsis shows no trend for item/lot.